Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose. He said that his blood glucose went up to 400 mg/dl the night prior. He did not want to troubleshoot and said that he gave 15 units via a manual injection. The insulin pump and the sensor will not be returning for analysis.